Event description:
The mobile peg of the handle 01.15.10.0131 was found to be broken upon analysis of the instrument. Originally, the event was described as "difficult broach mechanism, without breakage" and was not judged a reportable event.

Manufacturer narrative:
On (B)(4) 2012 we were informed that the handle was no more working properly, but nothing was indicated as "broken". Only after having received and analyzed the handle, on (B)(4) 2012, it was discovered that the mobile peg was broken. So, at that stage, the event was judged to be reportable, as previous similar events. The mobile pin broke, probably due to repeated loading and unloading that progressively stressed and weakened the broach handle. Moreover, during the analysis, it was discovered that the pin was likely not belonging to the original lot of the pins used to assemble the handles lot 1111247, but it was changed with a similar one of another older handle, probably during the disassembling and assembling steps in washing procedures. From the document review of the lot involved (1111247 - 20 handles manufactured) no particular anomalies were found related to the problem occurred. No other similar events on handles of the same lot were received by medacta. On the basis of medacta's risk analysis, the failure mode is unlikely to cause pt harm since, in case of malfunctioning of the broach handle. A second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully.